Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery. It is unknown if the vessel was tortuous or calcified. The 2.75 x 15 mm nc trek balloon catheter was prepared per the instructions for use and advanced to the lesion without issue. During the first inflation to 12 atmospheres (atm), the balloon ruptured. The device was removed without resistance. A new nc trek was used successfully to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.